Event description:
As reported: "the extractor was broken during the extraction for asnis 4.0 screw.".

Manufacturer narrative:
Please note the correction to d9. The device was not returned for evaluation, however the reported event could be confirmed since the provided image matches the alleged event. A device inspection was conducted using the picture received, in which we can see that the tip of the extractor is broken. However, for the identification of the breakage and root cause to be completed, a surface product is required. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the extractor was broken during the extraction for asnis 4.0 screw."